Event description:
A lead filter in the x-ray assembly fell out of the machine as it was not securely attached. Rptr feels the design is an inherent flaw as the filter is only glued into place; there are no screws or retaining devices other than a thin strip of glue. This poses a radiation hazard.